Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the hv cabinet displayed ¿phase fault¿ and the generator showed a startup mode error. The fse measured the input voltage with a multimeter which revealed a missing phase on l3. The fse solved the issue by replacing the l3 fuse. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.